Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would address the occlusions by performing the load process and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.